Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-1928ps was received for investigation. Visual inspection identified that no damage was present to the suture construct during review with design drawing c11625, rev. 17 for the complaint batch. No problem found.

Event description:
On 1/4/2022, it was reported by a sales representative via phone that an ar-1938ps suturetak knotless splice appeared to be on the outside of the anchor and the repair sutures could not pass through the anchor. This was discovered during a labrum repair procedure on (B)(6) 2021. Surgeon cut the sutures out and left the anchor in, drilled a new bone hole and implanted another ar-1938ps suturetak. However, the same occurred where the knotless splice was on the outside of the anchor and the repair sutures were unable to pass through. Again, surgeon cut the sutures and left anchor in. A new bone hole was drilled and another ar-1938ps was implanted but the same issue occurred. Finally, surgeon used an ar-1923ps peek pushlock to complete the repair without further issues.